Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified amount of time, with no continuous glucose monitor (cgm) sensor readings. Additionally, it was reported that the pump touchscreen timed off sooner than expected. As well, as that unspecified "battery issues" occurred. There was no reported adverse effect to the customer's blood glucose level. No additional information was provided.